Event description:
Pt reported changing the infusion set when noticed that the cannula was gone. Pt looked for the cannula on the floor but could not find it. Pt reported going to the hospital to see if they could get it out of the skin. Pt stated the hospital could not find the cannula. Pt reported they advised to watch for infections and fever. Pt stated the hospital did not do an echo, or x-ray to see if the cannula was in the body. Pt reported taking the infusion set to the hospital and forgot to bring it back home. On follow up call to pt on (B)(6) 2010, pt reported no fever or infection. Pt stated feels the cannula in the skin, but it doesn't hurt. No further information is available. Requested return of infusion set from the same lot.

Manufacturer narrative:
This incident occurred outside the united states. No product will be returned for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned taskforce.